Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot exp and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during an esophageal varix ligation procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the first band deployed as intended. However, several attempts at deploying the next band were unsuccessful. An inspection of the device was performed by the physician and the white ligation band, which warns the user that they only have one more band left to use, broke. This locked the remaining bands on the ligator. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.